Manufacturer narrative:
An ultraflex distal release esophageal stent was returned for analysis. Visual examination of the returned device noted that the stent was partially deployed by 8mm from the device. No issues were noted with the profile of the crochet stitches from the point of release from the stent. During the product analysis, the investigator was able to fully deploy the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed. However it was possible to fully deploy the stent during analysis. As it was possible to fully deploy the stent during analysis, the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00347 and #3005099803-2015-00348 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex esophageal stents were used in the esophagus during an esophageal stent deployment procedure performed on (B)(6) 2015. According to the complainant, the stents were being used to treat a stricture caused by esophageal cancer. During the procedure, the physician advanced the first stent over the guidewire and started to release the stent. When the stent was partially deployed, the physician attempted to adjust the position of the stent and unintentionally removed the stent and delivery system from the patient (the subject of MFR. Report #3005099803-2015-00347). The physician attempted to release a second ultraflex esophageal stent; however, the stent suture could not be pulled and the stent was removed from the patient partially deployed (the subject of MFR. Report #3005099803-2015-00348). The procedure was not completed and another esophageal stenting procedure was scheduled for the following week. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00347 and #3005099803-2015-00348 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2015 that two ultraflex esophageal stents were used in the esophagus during an esophageal stent deployment procedure performed on (B)(6), 2015. According to the complainant, the stents were being used to treat a stricture caused by esophageal cancer. During the procedure, the physician advanced the first stent over the guidewire and started to release the stent. When the stent was partially deployed, the physician attempted to adjust the position of the stent and unintentionally removed the stent and delivery system from the patient (the subject of MFR. Report #3005099803-2015-00347). The physician attempted to release a second ultraflex esophageal stent; however, the stent suture could not be pulled and the stent was removed from the patient partially deployed (the subject of MFR. Report #3005099803-2015-00348). The procedure was not completed and another esophageal stenting procedure was scheduled for the following week. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.